Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device was returned for analysis withing shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal end of tip coil was found to be damaged. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. In addition, the middle section was found fully opened and no damage. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the tip end of the microguidewire was shaped into a pigtail bent was to massage the stent, and promote its adhesion to the wall; in addition, the pipeline push wire was not shaped or manipulated in any way. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured right posterior communicating segment aneurysm of the internal carotid artery. The landing zone was 4.3mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed normal blood flow in the parent artery. It was reported that the dense mesh stent implantation was performed. After angiography, 2d calibration and measurement of the blood vessels were performed. The diameter of the distal anchor point was 4.3mm, the diameter of the proximal landing point was 4.8mm, and the length was 14mm. The ped-4.75-16 dense mesh stent was selected for implantation. The access was established using a 6f delivery catheter + 6f115 intermediate catheter. The phenomtm27 stent catheter was delivered through the guidewire to the m1 segment, the guidewire was withdrawn. The stent package was unpacked, and high-pressure drip hydration was performed until 10 drops of water were produced. After the delivery sheath was pressed against the phenomtm27 hub port, the stent was delivered to the m1 segment, and the tip end was opened after the stent catheter came out. The stent tip was opened about 4 mm, and the opening condition was good. After locking the y valve, it was pulled back to anchor. After anchoring, the middle section of the stent was deployed under fluoroscopy. When the stent was deployed to the aneurysm neck of the c6 segment of the internal carotid artery, the stent adhesion was observed under fluoroscopy. It was found that the stent opening condition was abnormal. The y valve was locked and the push-pull operation was repeated, but the stent adhesion condition did not improve. Considering that there may be a product quality problem with the stent itself, the stent and microcatheter were immediately replaced, and ped-500-30 and phenomtm27 microcatheter were selected for impla ntation. After sufficient hydration, the ped-500-30 stent was deployed, the tip end was opened at the m1 segment and pulled back to m1 for mid-segment deployment. During the deployment process, the stent was observed to be open and well adhered to the wall under fluoroscopic observation. Before the deployment to the recovery imaging point, the final angiography was performed to confirm that the anchoring position, opening and wall adhesion of the stent tip end were good, and the stent was deployed. Angiography confirmed that the overall opening and wall adhesion of the stent were good. After the microcatheter passed through the stent, it came out to retrieve the delivery system. The tip end of the microguidewire was shaped into a pigtail bent, and the guidewire was massaged through the microcatheter phenomtm27. After the anteroposterior and lateral angiography, it was observed that the distal and proximal an choring distances of the stent were good and the wall adhesion was good. The operation was then ended and the surgery was successfully completed. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.